Manufacturer narrative:
Service performed extensive troubleshooting to resolve the issue. During that troubleshooting service observed that vacuum line of r1 wash cup was clogged on the architect i2000sr, serial number (B)(4). Service cleaned the tubing of the r1 wash cup vessel, vacuum, zone 3 asm (rohs) and deemed the part likely causes for the false elevated ca19-9 result. The module function was verified with a control run. The service history of the (B)(4) verifies no subsequent false elevated ca19-9 results have been reported. A review of tracking and trending did not identify any related trends for the vessel, vacuum, zone 3 asm (rohs) and architect i2000sr regards to the current issue. The device history records were reviewed and did not identify any non-conformances or deviations for the vessel, vacuum, zone 3 asm (rohs) and the architect i2000sr with regards to the complaint issue. Labeling was reviewed and adequately addresses the issue under review. Based on the investigation, no systemic issue or product deficiency was identified.

Event description:
The customer reported a falsely elevated architect ca 19-9xr result for a patient sample while running on the architect i2000sr analyzer. The clinical history of the patient is not known. The following data was provided (customer¿s normal range: 0-37 u/ml): 1st run result: 41.96 u/ml (result generated on (B)(6) 2022 10:57). 2nd run result: 4.14 u/ml (result generated on (B)(6) 2022 12:00). 3rd run result: 4.24 u/ml (result generated on (B)(6) 2022 12:40). 4th run result: 4.92 u/ml (result generated on (B)(6) 2022 13:05). >> customer release 4.92 u/ml as valid result. There was no impact to patient management reported. All available patient information is included. Additional patient details are not available.